Event description:
Patient presented to the physician with ipg that is loose, migrating, and causing them pain. Physician brought the patient into the or, revised the pocket, placed the ipg in a tyrex pouch, and relocated the ipg within the new pocket.